Event description:
It was reported that during surgery, the device was very difficult to repair the skin, the device has difficulty meshing the skin according to the user. There was no patient injury, or delay. Due diligence is completed; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in belgium.